Manufacturer narrative:
On 02-may-2024, mentor received additional information about the event: - the patient submitted two medwatches (mw5153955 and mw5153956) reporting additional details about the issues with her breast prostheses. - the patient identifier is (B)(6). - block e was updated with patient¿s first name and last name. - an event date was reported (01-jan-2011). - the patient had both breast prostheses explanted on an unknown date. - additional systemic symptoms were reported including breast pain, profuse bleeding, back pain, hives, gastroesophageal reflux disease, ulcer, diagnosis of collagenous colitis, became sick progressively, anemia, and early menopause and has a hysterectomy done. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses that both ruptured post implantation. Additionally, it was reported that the patient developed renal cancer post implantation along with unspecified autoimmune issues and unspecified breast implant illness symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.